Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided due to products being discarded. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient hat the needle never deployed the cannula into the skin and that the adhesive tape was lifting. The pink slide did not move forward, however, the cannula was visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.